Event description:
Allegedly, while performing a laparoscopic appendectomy, the doctor noticed two shiny objects in the abdomen. The doctor x-rayed pt and confirmed number of pieces and location. He then retrieved a screw and the sea it was attached to; nothing remained in the pt. Procedure was completed with no pt injury reported.

Manufacturer narrative:
Evaluation confirmed that a metal screw along with the dome seal that is attached to the valve have come off the instrument. We think the cause of this damage was wear of use; the valve has been in use for 11 years.